Event description:
A soloist single needle electrode was used during a radiofrequency ablation procedure to treat a right femoral osteoid osteoma in a female pt (age unknown) in 2008. According to the complainant, the patient was "preared according to protocol and the procedure was conducted in accordance with the algorithms of the product[s]." A bsc leveen needle (2 cm array) was used for three successful cycles of ablation. The physician then used a soloist single needle electrode for a fourth cycle of ablation. "On the fourth cycle of rf ablation treatment, the radiologist went past the recommended setting of 17 watts to 25 watts. At 23 minutes [into the procedure with the soloist needle electrode] it was noticed that the... Patient's leg was warm, white and blanched... And a skin burn had developed... At the skin entry site." "The procedure was terminated, and an ice pack was applied immediately.... The patient was sent to recovery with plastic surgery consultation for the estimated 3rd degree burn at skin entry site." The results of the plastic surgery consultation are unknown. Reportedly, the patient "phoned the doctor the next morning saying that she slept 6 hours with no pain for the first time in many years."

Manufacturer narrative:
The returned device has not been received for evaluation; therefore, an analysis is not available. The relationship between the device and the cause of this event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The february 2008 15-month rf probes product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.